Event description:
Device was removed from the pt due to fluid loss-left cylinder, and inadequate pressure-right cylinder. Another device was implanted.

Manufacturer narrative:
Addition of uf/dist report #2301590000-1996-0002.